Event description:
It was reported that the patient had two inappropriate shock episodes due to oversensing of noise. Technical services reviewed the electrograms and advised some programming options. There were no additional adverse patient effects. The system remains implanted.